Event description:
On (B)(6) 2014, the patient/lay user contacted lifescan (lfs) (B)(6), alleging that their onetouch select simple meter read inaccurately high compared to a laboratory device. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy began approximately 1 month prior to contacting lifescan. At this time the patient informed his doctor of a result of ¿approx. 200mg/dl¿. The patient claimed to receive treatment from their doctor by increasing their dose of oral medication from 1 tablet, to one and a half tablets. Approximately two day after taking this increased dose the patient alleged to have experienced symptoms of ¿shivering¿. At this time the patient claimed to obtaining a blood glucose reading of ¿253mg/dl¿ on the subject meter which was compared to an additional reading obtained on a laboratory device of ¿180mg/dl¿, tested within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The patient informed the cca that they manage their diabetes with a combination of oral medications, diet and exercise. The patient denied making any changes to their usual diabetes management regimen due to the alleged meter issue. At the time of troubleshooting, the cca noted that the unit of measure was set correctly and the correct testing steps were being followed. Replacement products were sent to the patient. Based on the information provided; this complaint is being reported based on the following conclusions: based on the following information provided, the patient did suffer symptoms suggestive of a serious injury after the alleged product issue began. The alleged product issue with the lfs device could not be ruled out as a cause or contributor to this event.